Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a video assisted thoracic surgery, on the fourth firing of the endocutter with a green reload and peristrips for buttressing material, the endocutter stopped cutting and stapling in the middle of the transection. A second endocutter was opened and the battery from the second endocutter was attached to the first endocutter, to allow the first endocutter to complete the transection of the tissue. The second endocutter was used with the second battery to complete the procedure with no consequence to the patient. The sales rep was present for the procedure and when the scrub tech passed the first endocutter and battery to the sales rep, the sales rep indicated the battery was hot to the touch.

Manufacturer narrative:
(B)(4). Batch # n56p9d. The analysis found that one pce60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.